Event description:
Device returned to manufacturer with report of "pump failure - no drug delivery - rotor does not move on fluoro". Hcp revealed patient had presented in 12/2001 for refill and excess residual of 5 ml was found at that visit. The pump was monitored for 2 more weeks and found to again have excess residual. Patient's pain was "waxing and waning". The pain required oral narcotic supplement and therefore patient had no withdrawal symtpoms. The rotor test was done and the pump was found to be stalled. The pump was replaced. Patient's recovery is satisfactory.